Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: blade could not be locked. On (B)(6) 2012, after the blade was inserted into the patient, the blade would not lock. Subsequently, the blade was removed and another blade was used to successfully complete the procedure.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Investigation coordinated by synthes (B)(4). Report received indicates the pfna blade was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured according to the specifications. In addition the implant was found to be in perfect working order, the pfna blade could be locked without any difficulties. Unfortunately the exact cause of failure could not be determined, possible reasons may be that the blade was not attached properly on the impactor, the impactor was not advanced to the stop and did not click into the protection sleeve, the impactor was not pushed towards the blade while locking the blade or a defective impactor.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.